Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling, power cycling, and full functional testing without duplicating the malfunction. The defib cable receptacle was replaced as a precaution. A replacement multi-function cable was sent to the customer. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.